Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a red weeping rash under the lifevest. The patient's nurse applied bandages to the area. Follow-up indicated that the rash was no longer weeping and was improving.